Event description:
It was reported that the white slotted cannula was not connected enough with the grey deployment ruler. The second t-anchor was then released too early. A part of the meniscus had to be removed as a result of the surgeon having to go back in and remove the t's from the patient. Two lots were utilized; 50419835 and 50437499 however unknown which lot was affected. Reference c-44936 for the additional part number reported for this procedure.

Manufacturer narrative:
Two fast-fix 360 curved delivery needle systems were returned for evaluation. It appears upon visual inspection that the devices were subject to some type of heat sterilization and/or cleaning process as the handle/body assembly on both devices was deformed and warped. It is unknown how the damage to the assembly occurred, either prior to the procedure or post-op during sterilization of the device prior to returning to the manufacturer. Due to the returned condition of the devices, it was not possible to advance the actuator therefore functional testing could not be performed. Based on the initial information provided, no root cause related to the manufacture of the devices can be determined at this time. (B)(4).